Manufacturer narrative:
Date of post-operative device malfunction and patient irritation is unknown. This report is for two (2) unknown uss screws at t12. Without a valid part and lot number, the UDI is not available. The original implant date of the two (2) uss screws was approximately 5 to 6 years ago. The exact date is unknown. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6). Pt code (B)(4) used to report the revision that was undertaken following reports of irritation and confirmed rod breakage and transconnector loosening. As specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient with achondroplasia underwent a second revision of a posterior spinal fusion on (B)(6) 2016. The intent of this revision was to have the two (2) previously implanted systems (universal spine system [uss] and matrix pedicle screw/rod fixation) removed and replaced with a verse spinal system. The instrumentation was meant to span from l1-2 to l4-pelvis. The decision to revise came after the following issues were discovered: a 5.5mm matrix titanium rod had broken, a transconnector had come loose from the bottom of the construct, and two (2) uss screws at t12 were irritating the patient. Operative information was not provided, nor was the patient outcome. Concomitant device(s) reported: screws (part/lot: unknown / quantity: 4) and helical blade (part/lot: unknown / quantity: unknown). This report is for two (2) unknown uss screws at t12. This report is 3 of 3 for (B)(4).